Manufacturer narrative:
Date of event is an unknown date between (B)(6) 2018 and (B)(6) 2018. 510k: this report is for an unknown lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018 patient underwent removal of the trochanteric fixation nail advance (tfna), that was originally inserted on (B)(6) 2018. It was identified post-operatively, on an unknown date, that the tfna lag screw had not been inserted through the nail. The lag screw was anterior and outside of the nail. On removal of the nail, it was apparent that there were scratches on the outside of the nail where the screw was placed, and a small scratch on the inside through the screw hole. There was a patient consequence reported due to failure of the open reduction internal fixation (orif) procedure. The patient underwent nail removal and total hip arthroplasty. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. This report is for an unknown lag screw. This is report 2 of 2 for (B)(4).